Event description:
I'm curious as to the dexcom g6 and tandem t:slim x2. I have had 5 replacement sensors due to them malfunctioning in different ways. I had to call tandem because when calling dexcom, they say it's tandem's responsibility. I have been asked questions continuously on each malfunction and told it was questions dexcom wanted them to ask except this last malfunction. (B)(4), from tandem, asked me a series of questions. I asked why they were different than previous malfunctions and she said these questions were what the FDA wanted. Are you currently collecting info from tandem? If so, what does the freedom of info act have so far on the consistency of the dexcom g6 sensors? How long were the trials of the dexcom g6 before approved by the FDA? Are there actions being taken with the dexcom g6 sensors since there are so many errors? Why was I asked irrelevant questions and not good questions needed to find real answers, if there were the FDA's question? The tandem and dexcom executives need a real look into there knowledge of problems and I'm tired of not being heard, but rather treated like an idiot that doesn't know when 2+2 doesn't equal 4 you go back and figure out why? FDA safety report ID# (B)(4).